Event description:
I'm a client of medtronic diabetes using their insulin pumps and corresponding products. Over the last few years. I have experienced a life threatening malfunction with their quickset infusion sets where the tubing easily comes detached from the port that connects to my body. Because this piece is located under clothing I'm not aware of the piece coming detached and then deal with an unsafe rise in blood glucose because I'm no longer receiving my insulin. The company has offered no explanation or resolution.